Manufacturer narrative:
The manufacturer found that the ventilator's lemo connector, jp4, was damaged with a burned (pin 2), missing (pins 1, 2, 3), and bent (pins 4, 5) pins. Further evaluation revealed the ventilator pigtail connector pin 5 is also burned. The power flex circuit and pigtail were replaced to correct the reported problem.

Event description:
It was reported that the ventilator had a damaged lemo connector.